Manufacturer narrative:
The following functional tests were performed: a philips remote support engineer (rse) talked to the customer. The customer biomed confirmed he is getting a "low perfusion index" message and the spo2 probe is not on a patients finger. He has tried other known good spo2 probes with like results. The rse conferenced in the clinical remote support engineer to assist. It was suggested that the probe is getting interference by high levels of ambient light. It was recommended to the customer to wrap the probe in a towel or something to completely lock out the light and customer says he is still getting the message. It was recommended to the customer to replace the spo2 board. The customer agreed to order the replacement part and perform the repair on customer site. Based on the information available and the testing conducted, the cause of the reported problem was a faulty spo2 board. The reported problem was confirmed. The customer was provided with a replacement spo2 board. The customer will perform the repair on customer site.

Event description:
Spo2 is reading low profusion or will show a signal and try to read oxygen even though its not on anyone's fingers. The device was not in clinical use. There was no report of patient or user harm.